Manufacturer narrative:
Discarded.

Event description:
It was reported that black rubber from the cement mixer became loose and mixed with the cement. There was a delay of a couple of hours to get a new device. The procedure was completed successfully with no adverse consequences reported.